Event description:
Olympus was informed that the balloon channel of the subject device was not being brushed as part of the reprocessing for this device. There were no reports of any patient infections or other adverse impacts to patients as a result of this matter.

Manufacturer narrative:
An olympus endoscopy support specialist has visited this facility and provided training on the appropriate reprocessing of endoscopes. No products were returned to olympus for evaluation. If additional and significant information becomes available at a later time, then this report will be supplemented. Olympus instruction and/or reprocessing manuals provide detailed information on how to reprocess the subject endoscope. The cause of this report appears to be due to user error. Please also reference MFR report # 8010047-2012-00188. This report is being submitted as a medical device report in an abundance of caution.